Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of premature ventricular contractions (pvc). No adverse patient effects were reported. At this time, this device remains in service.